Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed premature battery depletion on the implantable cardioverter defibrillator. The physician elected to explant and replace the device. The patient was discharged after the procedure.